Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and pacing impedance variation. Reprogramming was performed to change the sensing polarity. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.